Event description:
It was reported that the patient experienced pericardial effusion and hypotension. During a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation using a farawave catheter it was noticed that clinical staff were not getting a measurable reading of the patient's blood pressure on the monitor. An arterial line was placed and found that the patient's blood pressure was low. A pericardial effusion was subsequently discovered on intracardiac echocardiography (ice). Pericardiocentesis was performed to drain the fluid. No information was provided regarding if the procedure was completed successfully, but the patient was noted to be in stable condition. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.